Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages with multiple cartridges. Reportedly, the cartridge was filled with over 300 units of room temperature insulin. Additionally, during troubleshooting with tandem technical support, the customer stated not performing the air removal step. During the call, the customer used the proper load technique and filled the cartridge with no more than 300 units and loaded a new cartridge successfully. Then, the customer reported receiving an inaccurate fill estimate. The customer declined to reload the cartridge and understood insulin gauge calculations provided by tandem technical support. The customer reported a blood glucose level of 383 mg/dl, which was addressed with a correction bolus via the insulin pump.